Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer experienced a blood glucose (bg) level displayed as ¿low¿ (specific value was not provided) and loss of consciousness. Customer required assistance from the contact to address bg with nasal glucagon. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Cts educated the customer to not be connected to the pump during the fill tubing process. Reportedly, customer continued using pump for insulin therapy.